Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 518 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2023. Customer was treated with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on (B)(6) 2023. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.